Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified distal left anterior descending (lad) artery. A 12mm x 3.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during inflation below nominal pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.